Manufacturer narrative:
The insulin pump alarmed external flash crc error during self-test due to faulty mb. The pump passed idle current test, run current test, unexpected error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. The pump had minor scratched display window.

Event description:
The customer reported via phone call of external flash crc error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that her settings were wiped out and she reprogrammed her pump using her old pump. The customer was assisted with rewind process. The customer will be sent a replacement pump. The customer will return the pump for analysis.